Manufacturer narrative:
H3: product analysis as found condition (condition of returned device): two axium prime coils and an echelon-10 micro catheter were returned for analysis within a shipping box; within sealed biohazard pouches and within their opened outer cartons. The axium prime coils were returned within their introducer sheaths. Visual inspection/damage location details: (pli-10) the axium prime coil pushwire was found to be broken at ~3.3cm from proximal end. The axium prime coil appeared to be stretched and damaged within introducer sheath. The implant coil was pushed out from introducer sheath for further analysis. The implant coil was found to be stretched and damaged. No other anomalies were observed. (Pli-20) the axium prime coil pushwire was found to be kinked at ~3.2cm from proximal end. The axium prime coil appeared to be stretched and damaged within introducer sheath. The implant coil was pushed out from introducer sheath for further analysis. The implant coil was found to be stretched and damaged. No other anomalies were observed. (Pli-30) the echelon-10 total length was measured to be ~155.4cm. The echelon-10 useable length was measured to be ~147.4cm which is within specification. Upon visual examination, no issues were found with the echelon-10 hub, body or distal tip. The distal tip was noted to be pre-shaped. No other anomalies were observed. Testing/analysis (including sem reports): (pli-10/pli-20) the axium prime coils could not be used for resistance testing with an in-house micro catheter due to their damaged condition. (Pli-30) the echelon-10 micro catheter was flushed, water exited from the distal tip. One in house axium coil was able to enter and pass through the echelon-10 micro catheter hub without issue. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿coil resistance/stuck at cath. Hub¿ could not be confirmed. Possible causes for coil resistance at catheter hub are, but not limited to, failure to hydrate the coil prior to use, failure to utilize continuous flush, failure to use a compatible microcatheter for delivery, and use of an improper hubbing technique (over tightening of the rhv/sheath firmly seated into hub). Improper hubbing technique could not be ruled out as a potential root cause for the event. Based on the device analysis and reported information, the customer¿s report of ¿catheter resistance at hub¿ could not be confirmed, and the root cause could not be determined. No damages were found with the returned echelon-10 micro catheter that would have contributed to the reported resistance. The echelon-10 micro catheter has a labeled ID (inner diameter) of 0.017" with two separate marker bands. Per axium prime coil instructions for use (IFU): ¿axium prime coils should be delivered thr ough a microcatheter with a minimum inside diameter of 0.0165¿-0.017¿ with two marker bands. Therefore, the echelon-10 micro catheter was found to be compatible for use with the axium prime coil and can be ruled out as a potential cause. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report of 2 different types of axium coils that encountered resistance and became stuck at the echelon microcatheter hub. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm located in the left internal carotid artery with a max diameter of 3.5mm and a 2.9mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was minimal. It was reported that when attempting to fill the two coils subject to this complaint they failed to enter the microcatheter, becoming stuck at the tip of the echelon, and could not be pushed. Subsequently, upon switching to coils from a different manufacturer, entered smoothly, the microcatheter was not replaced. It was noted that the coils became stuck and encountered resistance at the catheter hub. Both implant coils pushed smoothly out from the introducer sheath. None of the coils or catheter were reported to have damage observed after removal. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. Additional information was received. The cause of the event was not determined, and no causes or contributing factors for the resistance or stuck condition were identified. A continuous catheter flush was administered during the procedure.